Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the blocked lumen; however,the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.the other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery using the preclose technique prior to an unspecified procedure. The arteriotomy was 12fr. Reportedly, blood flow was not achieved from the marker lumen of one proglide device. Another proglide device was placed. Following the procedure, the physician pulled on the blue proglide suture and the whole suture with the knot pulled out of the patient anatomy. The introducer sheath was put back in the artery and another proglide device was placed; however, the foot plate did not catch the vessel wall. A cut-down was performed and the artery was sutured closed. The name of the physician was provided; however, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.